Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately seven years post filter deployment, CT revealed pulmonary emboli in the right upper lobe and probably right lower lobe. Subsequently, next day a density in the right lung base was noted upon xr chest 1 view. Approximately two years later, CT revealed ivc filter extends beyond the medial wall of the inferior vena cava, into the lumen of the abdominal aorta through the right lateral wall of the abdominal aorta. Therefore, the investigation is confirmed for perforation of the ivc. However, the investigation is inconclusive for filter migration. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 03/2011).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated and struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced pulmonary embolism post filter implant; however, the current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 03/2011).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated and struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced pulmonary embolism post filter implant; however, the current status of the patient is unknown.